Event description:
It was reported tht during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the left anterior descending (lad)/ 1st diagonal branch (d1) coronary artery. During post dilation, the 20mm x 2.75 mm quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. The procedure was successfully completed with a 2.5mm x 12mm quantum maverick balloon catheter. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.